Manufacturer narrative:
(B)(4)

Event description:
It was reported the procedure was being performed in the anesthesia department. The guide wire unraveled when being removed from the patient. The catheter was kept in place and used successfully and the wire was removed intact. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. The potential cause could not be determined based upon the information provided and without a sample. No further actions will be taken.